Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
During the procedure, a farawave nav was selected for use. The procedure was completed successfully and without complications. After discharge, the patient was found to have elevated kidney and liver enzymes and was admitted to the intensive care unit for monitoring of possible acute kidney injury, hemolysis, and acute liver injury. The patient is expected to fully recover, and medical management is ongoing. The device is not expected to be returned as it was disposed of.